Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported inability to interrogate the device was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that during the implant procedure, the device could not be interrogated. The device was not implanted.